Event description:
The customer stated that she was hospitalized for low blood glucose levels with a reading of 26 mg/dl. Prior to the event, the customer treated her blood glucose levels with a manual injection. The customer later connected back to the insulin pump, forgetting that she still had insulin in her system from the manual injection. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.